Event description:
Complainant alleged that during a routine shift check by a clinician, the multifunction cable on the device had an intermittent connection which resulted in the loss of ECG signal. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product, and will be providing a follow-up report when our investigation is completed.